Event description:
Information was received that reported a patient was hospitalized on (B) (6) 2010 due to an incident of hyperglycemia. Per the reporter, the patient was brought to the hospital with a blood glucose of >250 mg/dl. Upon admit, she was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B) (4). Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.